Event description:
It was reported that the patient went over a surgery that was not heart related and damaged the implanted device. Additionally, the patient advocate indicated that the device was still in the patient's body but not working. This device was surgically explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.